Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery (rca). The bmw guide wire (gw) was used in the procedure with a non-abbott balloon dilatation catheter (bdc). However, during removal the bdc and the gw became stuck together; therefore, the gw and bdc were removed as a single unit. After removal, the transition weld 30 cm proximal to the gw tip appeared unusual. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported product quality problem was unable to be confirmed. The reported difficult to remove could not be tested as it was based on operational context. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. It was reported that a balloon dilatation catheter (bdc) encounter difficulty during removal over the wire and an unusual appearance was noted on the shaft. Analysis of the returned device noted no unusual appearance or damage to the wire at the specified location. The analysis noted bends and stretched coils on the distal tip. Bends on the tip would impact clearance with the bdc. It is possible that the wire sustained damage during use, resulting in the reported difficulty during removal. There is no indication of a product quality issue with respect to manufacture, design, or labeling.